Event description:
It was reported that after a lap vertical banded gastroplasty procedure, the day following the operation, the surgeon had to re-operate as there was leakage from a disrupted staple line. The surgeon had to oversew with manual suturing to close the leakage site.